Event description:
It was reported that pump touchscreen was cracked and shattered and display became illegible so customer could no longer interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged a warranty replacement pump.